Event description:
It was reported that the patient presented for implant procedure. Upon review, the right atrial lead exhibited high capture threshold. The patient was brought in the emergency room post-procedure and upon interrogation, the right atrial lead capture threshold increased and the lead p-wave amplitude decreased. The right atrial lead has exhibited increased in pacing impedance. Programming changes were made. The patient was stable throughout.